Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. The connector of the lead was extrinsically bent,visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during procedure the physician noticed the lead was bent. The lead was not used. No patient complications have been reported as a result of this event.